Manufacturer narrative:
Correction: the analysis of the bulkhead connector and cabling reported under supplemental report 001 was conducted following receipt of the unit by the manufacturer and did not occur at the site. A software analysis was initiated as part of the investigation. It was reported that the software of the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the returned cables were found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that one side wall of the returned connector has been broken out with bent and broken leads inside the connector. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the bulkhead connector and the internal ethernet cable. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported three image acquisitions transferred to the navigation system without issue. When the site went to acquire a forth image, but communication to the navigation system was lost. The system was rebooted without resolve. The site attempted to use other network cables without resolve. The site elected to use another medtronic navigation system to complete the procedure. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.